Event description:
It was reported that during a failed cybersecurity update, pulse generator exhibited backup vvi operation. The patient was asymptomatic. A device software download was performed successfully. It was noted that the cybersecurity update was not reattempted. The patient would continue to be followed.